Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A review of the lot record was not possible as no lot number was provided. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that on (B)(6) 2019 a patient had undergone a left leg peripheral intervention performed through the left common femoral artery. It was noted that haemostasis was not achieved so manual pressure was applied and the patient was discharged 2 hours post procedure. On (B)(6) 2019, the patient returned to the clinic presenting a hematoma. This hematoma was expressed manually and the patient went home with no problems. On (B)(6) 2020 patient returned for a further procedure and at this point the doctor saw on the angiogram that the celt device implanted on (B)(6) 2019 had embolized distally into the left superficial femoral artery. He noticed a stenosis in the vicinity of where the celt had lodged. He then placed a stent (6 x 20mm) into the left superficial femoral artery and post-dilated the stent with a 5 x 300 balloon. The patient did very well and was discharged on the same day.